Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated rebooting had occurred. Visual inspection revealed no damage to the battery compartment or cap. The battery cap was able to tighten securely to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated on investigation.

Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas alleging that the pump would intermittently power off without warning. The patient reported that the issue started when she began using the pump in (B)(6) 2012. At the time of the call the patient claimed the pump would turn off and power right back on and on other occasions it would power off and she would need to reseat the battery to power the pump back on. The alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.